Event description:
Target was informed that the tip of the wire did not have a coil. Upon inspection of the returned device on 11/18/1998, it was discovered that the distal section of the guidewire was missing, making this complaint an MDR.